Manufacturer narrative:
The zealand pharma ae assessor attempted to call v-go user three times. Left voice mail messages with return contact information. The vgo user experienced a serious low bg which required treatment in the emergency department. Patient had been switched from vgo 40 to vgo 30 because of previous episodes of hypoglycemia. Patient is using humulin r 500 insulin which is off label use for the device. The episodes of hypoglycemia are serious, but because patient is using u500 insulin this could be expected. Ae assessor doubts this is caused by the device. Without talking with patient is impossible to assess the circumstances regarding the hypoglycemia. This is a serious event but cannot be attributed to the device.

Event description:
The patient reported that patient was initially using the v-go 40 when patient was switched to the v-go 30 a couple of weeks ago because patient was experiencing hypoglycemia. The patient stated that on one occasion in the middle of march while on the v-go 40, patient bg dropped to 47 and she was taken to wayne unc health care emergency department. The patient was unable to provide specific dates, times and readings of hypoglycemic events but stated that patient bg went down to 47 another time and 57 at 7:48am but she is unsure of the day. The patient stated that when she experiences hypoglycemia, she feels disoriented, weak and sometimes cannot move. The patient is filling the v-go's with humulin-r u-500 insulin.